Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during follow up the right ventricular (rv) lead was noted to have poor capture and eventually intermittent capture at full output. The left ventricular (lv) lead threshold was increased. Fluoroscopy images showed the lv lead had dislodged and the rv lead had a micro dislodgement. The rv lead was repositioned and remains in use. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.